Event description:
New information received indicates that the patient was stable afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a follow-up exam, undersensing on the discrimination channel was observed. It was noted that the undersensing withheld therapy for a ventricular fibrillation episode. Programming changes were made. The patient will continue to be monitored.